Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The fractured stent struts were not confirmed, however, the distal stent was stretched. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the distal left anterior descending (lad) artery, a non-abbott drug-eluting stent was implanted at the ostial-proximal lad and post dilated with a 3.5x12 mm nc trek dilatation catheter at 16 atmospheres. An attempt was made to advance a 3.5x23 mm rx xience v stent delivery system (sds) through the previously implanted non-abbott stent to the distal portion of the lad but the sds could not cross the previously implanted non-abbott stent. The 3.5x23 mm rx xience v sds was withdrawn from the patient anatomy and it was noted that the struts at the proximal portion of the stent were fractured and were protuding out from the stent. Reportedly, the proximal stent struts were not separated into two pieces. A 3.5x16 mm non-abbott stent was then used and was able to cross the previously implanted non-abbott stent and deploy successfully. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.